Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The blood glucose levels were not reported. It was also stated that the customer changed the infusion set three times prior to the hospitalization, but the high blood glucose levels continued. In addition, it was stated that the insulin pump did not give any alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.